Event description:
Customer called to report she had low blood glucose and insulin squirting out of the insulin pump during the manual prime. Nothing further was reported.

Manufacturer narrative:
The insulin pump was unable to prime during prime test due to protruded/loose drive support disk.